Event description:
It was reported that the bd alaris syringe module syringe administration set experienced leakage. The following information was provided by the initial reporter: leaking at the white disc.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter state: the initial reporter state was determined to be (B)(6) based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris syringe module syringe administration set experienced leakage. The following information was provided by the initial reporter: leaking at the white disc.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.